Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an alleged inaccuracy. During a spine case, the system was navigating inaccurately. No further detail was provided as to the nature of the inaccuracy. The site switched imaging systems and navigation continued to be inaccurate ,. Then, the site switched the navigation system to another system, and the inaccuracy was resolved. It was reported that there was a patient present, as well as that no patient was present which was conflicting information. Delay information was not provided. The impact on the patient's outcome was unknown. Additional information was received. It was reported that navigation displayed the instrument and as in the vertebral body while surgeon had instrument on skin. The site gave no specific amount of inaccuracy. There was a patient present when the issue occurred. The type of procedure performed was a minimally invasive transforaminal lumbar interbody fusion (mis tlif), and this issue occurred intra-operatively. Navigation and imaging were not aborted. This issue caused a 40-minute surgical delay. There was no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0 h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that no issues were found and the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. H6: code f26: no health consequences or impact is applicable to no impact on the patient's outcome. Code f1908: prolonged surgery is applicable to the 40-minute surgical delay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.